Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo show's partial view of drainage catheter in which thread was coming out from distal thread hole. Therefore, the investigation is inconclusive for the reported trocar needle shorter than catheter issue as exact circumstances of the reported event cannot be verified from photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, the patient underwent a drainage catheter placement procedure using the navarre universal drain. During preparation of the procedure, it was found that the trocar needle provided was shorter than the catheter. The procedure was completed using an alternate device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, the patient underwent a drainage catheter placement procedure using the navarre universal drain. During preparation of the procedure, it was found that the trocar needle provided was shorter than the catheter. The procedure was completed using an alternate device. There was no patient contact.